Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and troubleshoot testing, with a known good test setup, without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the logs on 12/19/24 showed multiple self-check fault 2001, low tidal volume 2073 and several other alarms that are not necessarily an indication of a device malfunction. The breaths log shows evidence of the patient coughing, asynchronously breathing or a kinked internal/external hose. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed a "compressor fault-2001 " message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2025-00710 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.